Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil was not optimally placed in the vessel. During an attempt to retract the coil into the catheter, it was noted the coil had already detached. The coil remains implanted. There was no reported patient injury or intervention.